Event description:
Customer called to report that there is damage to the insulin pump. Customer stated that there is a crack in the lip of the reservoir compartment. And, there are what looks like ink blots on the screen. Customer's blood glucose reading was 361 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump passed displacement test. However, unable to prime insulin pump during the prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). The motor was tested outside the device and passed. Insulin pump received missing end cap sticker. Insulin pump received with bleeding glass on lcd board. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked reservoir tube lip and battery tube threads.